Manufacturer narrative:
Results: eval of the returned product found an open slider body and a pull tab missing on the pt access of the right window. There is also a broken insert pin in the molding zipper, a missing pull tab, slider body and 4 teeth missing on the molding zipper of the left window. (B)(4).

Event description:
Customer reported that both the left and right side panels have damaged pull tab, slider, insert pin and restaining box. Customer did not provide a date when issues were discovered. No pt incident or injury was reported.